Event description:
Two zoll battery packs were tried and both failed to perform properly. The polarity is backwards on both. May be wrong on the complete lot. Tried to contact MFR, but MFR contact will not return calls.